Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose around the first week of (B)(6) 2018 with blood glucose of 17 to 36 mg/dl at the time of the incident. The customer was given glycogen to treat. The customer experienced symptoms such as a coma. The customer did not state if they were wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The insulin pump will not be returned for analysis.